Event description:
The customer reported that he was hospitalized and thinks that the pdm was at fault. Multiple attempts to follow up with customer for more information were unsuccessful.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided.